Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed on part # 389.829, lot # 8428600: manufacturing location: (B)(4), manufacturing date: 05.jul.2013. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed. One (1) scrdrivershaft-hex 3.5 w/hex-coupl (part # 389.829, lot # 8428600) received for manufacturing investigation. The article is in a used condition. The screwdriver tip is broken off. During manufacturing investigation of scrdrivershaft-hex 3.5 w/hex-coupl the hardness close to the broken screwdriver tip has been measured. The measured value is in accordance to the specification. No production failure has been found. It has been determined that the breakage on scrdrivershaft-hex 3.5 w/hex-coupl is caused by mechanical overloading during surgery. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age/date of birth and weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the anterior lumbar interbody fusion (alif) procedure performed on (B)(6) 2017 the driver tip broke off in screw head during insertion. Fragment was removed from screw head with use of forceps, final tightening performed with spare driver on the set. Case delayed by 1-2 minutes. No adverse event to patient. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1), spare driver (part # unknown, lot # unknown, quantity 1) this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Upon visual inspection, the article is in a used condition. The screwdriver tip is broken off. Unfortunately we are not able to determine the exact reason for this occurrence, but we assume that a mechanical overloading situation, led to this damage. No product fault could be detected. No corrective action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.